Event description:
Information was received that a smiths medical pneupac parapac ventilator had "no battery power, no high pressure alarm audio", and the alarm silence button was stuck. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in damaged condition as damage was found in the corner of the unit, by the battery holder, control knob, and gauge bezel. Attempted to power on the device for an initial check, but the device had no power. The reported complaint was confirmed. The main alarm board was then replaced troubleshoot power/alarms along with replacement of the cracked bezel to troubleshoot the stuck alarm silence button. Once repaired, the device passed all functional tests. The problem source for the complaint was noted as "normal wear and tear". No manufacturing related issues were found.

Manufacturer narrative:
Additional information was received that the event prior to use, so no patient was involved.